Event description:
A nurse contacted baxter (B)(4) regarding a connection issue with a capd disconnect y set. The spike of the transfer set was not connected with the spike port of the y-set during connection by the clean flash. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a disconnect y-set was confirmed during the sample evaluation; however, no root cause could be determined. One used ultra bag set was received for evaluation. Port connection was visually inspected with what appears to be a puncture/scrape was noted on the wall of the port.